Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported the packages shipped a few days ago.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) revealed that the set screw was backed out too far. Additional information indicates that conclusion code no longer applies to the event.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted for urinary incontinence. It was reported that, during an implantable pulse generator (ipg) replacement, they experienced a set screw issue. The physician placed the lead into the ipg and attempted to tighten the set screw with the torque wrench, however, the lead was easily pulled out after. Several attempts were made, but with no success. They used a new ipg, which was tested with no issues. There were no patient symptoms reported. On 2016-10-07, it was added that the initial ipg was at end of service (eos) after several years of service. The replacement ipg was the one with the stripped screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.